Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) with a chronic implantable defibrillation lead, high out of range shock impedance measurements greater than 125 ohms were observed. Following delivery of two high energy shocks, shock impedance measurements were observed to be 47 ohms. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.